Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the scope was not fixed due to the loosen connector caused by pin corrosion and the socket of the product was worn out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation, a b30 (scope communication error) on the video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the error code was not duplicated. However, and to clarify previous supplemental narrative on cause, a faulty video connector socket and a faulty output socket were confirmed, which were determined to be the likely causes for the b30 error (scope communication error). The instruction manual of cv-170 describes the following, and the reported phenomena might have been prevented by following the descriptions: ¿[important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿//¿[5.3 connection of an endoscope]. Before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Connect the endoscope, videoscope cable, video converter, or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. Do not touch any of the electrical contacts inside the videoscope cable and the connector socket of the video system center directly by hands. Otherwise, the video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Event description:
There was no delay reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information received from the user facility and based on the legal manufacturer's investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. Based on the initial evaluation of the returned device faulty video connector socket and faulty output socket; however, since the device was not returned to the legal manufacturer, the root cause for the faulty cable cannot be conclusively determined. Olympus will continue to monitor the field performance of this device.